Manufacturer narrative:
(B)(4). When the device was returned to the manufacturer, a reportable malfunction was recognized for the first time; therefore, the date of this report and the date received by the manufacturer were considered the date the device returned. The returned gladius mg 14 pv es was slightly bent at approximately 7mm from the tip. At the proximal solder (located at 30mm from the tip), the polymer jacket was found torn off along with coil unwinding. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the provided information and investigation outcome, it was presumed that torsion generated with wire manipulation had most likely contributed to damaging of the polymer jacket observed on the retuned gladius mg 14 pv es. The applied torsion would accumulate and exceed the product design limit when the wire tip was being caught and restricted its movement by the severely calcified lesion. It was concluded that this event was not attributed to product quality. Although there were no adverse patient effects, damage on the polymer jacket was severe; therefore, it was unable to completely rule out potentiality that some fragment(s) could be left in the patient. The instructions for use (IFU) states: [warnings] observe guide wire movement in the vessels. Before a guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque a guide wire without observing corresponding movement of the tip. [Otherwise, the guide wire may be damaged and/or trauma may occur.] In addition, ensure that the distal guide wire and its location in the vessel are visible during wire manipulations; [warnings] if any resistance is felt due to spasm or the guide wire being bent or trapped while operating the guide wire in the blood vessel or removing it, do not move or torque the guide wire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; [warnings] when torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720°) in the same direction; and, [malfunction and adverse effects] breakage of the guide wire.

Event description:
It was reported that damage was noted on an asahi guide wire during a distal peroneal dva collateral embolization with recanalization of the anterior tibial artery. One asahi gladius mg pv es 18 wire was used to reach the collateral vessels of the dva for embolization and one asahi gladius mg pv es 14 wire was used for recanalization of the ata. Embolization was successfully completed. The gladius mg pv es 14 was then used in attempts to recanalize a 6cm-long lesion in the ata that was not completely occluded but very calcific. The gladius mg pv es 14 slid and supported in a good way until it reached half of the lesion. The physician then delivered a balloon to support the guide wire. When the balloon was pushed a little bit, the proximal part of the radiopaque segment of the guide wire was found damaged. A choice pt guide wire was replaced to resume the procedure. There were no adverse patient effects associated with this event.